Event description:
Pt's mother reported the infusion device did not display an e4 (occlusion) error message. Mother stated on (B)(6) 2011 at 3:16 pm pt's blood glucose level was 28.5 mmol/l (513 mg/dl) and then afterwards the pt's blood glucose level was 29.2 mmol/l (526 mg/dl). Mother reported at 3:53 pm the pt's blood glucose level was 'hi' and had 2.3+ ketones. Pt's normal blood glucose range was not provided. Mother stated she stopped the infusion device and changed the infusion set and the insulin cartridge. Mother reported the pt's blood glucose level was unimproved so correction was given via pen. Mother stated afterwards the pt's blood glucose level was better. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.